Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-06. H6: investigation summary: four samples (model #20039e) were returned by the customer. It was reported that they are having difficulty flushing the j-loop. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of three samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid path of one sample was not open and was unable to be flushed. The customer complaint can be verified in this sample. A device history record review for model 20039e lot number 20126088 was performed. The search showed that a total of 24,003 units in 1 lot number was built on 20dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Event description:
It was reported that 4 smallbore 6 inch ext vlv sets from lot 20126088, and 1 set from an unspecified lot had flow issues and blockage/occlusion during the flush. The following information was provided by the initial reporter: "I have had several of our staff relate they are having difficulty flushing the j-loop we are currently using. They have tried disconnecting and reconnecting the syringe to the j-loop and still not able to flush the IV. If they change the j-loop the IV flushes fine or if they directly connect the syringe to the IV catheter it flushes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20126088. Medical device expiration date: 2023-12-18. Device manufacture date: 2020-12-09. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 smallbore 6 inch ext vlv sets from lot 20126088, and 1 set from an unspecified lot had flow issues and blockage/occlusion during the flush. The following information was provided by the initial reporter: "I have had several of our staff relate they are having difficulty flushing the j-loop we are currently using. They have tried disconnecting and reconnecting the syringe to the j-loop and still not able to flush the IV. If they change the j-loop the IV flushes fine or if they directly connect the syringe to the IV catheter it flushes."